Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed to prime a new set and when run using a primed set it failed the delivery accuracy test and delivered less than programmed. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that pump failed to prime a new set and when run using a primed set it failed the delivery accuracy test and delivered less than programmed. There was no event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Device primed normally and passed delivery accuracy test. Probable cause was unknown. Upon further investigation, the latch lock mechanism was excessively tight and caused interference when removing cassettes. Readjusted latch lock mechanism. Updated software and device passed all testing.